Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that when the 4th set in a box of 10 was inserted, it did not lock at the quick release. The patient had changed it yesterday, as it laid loose inside the shirt. It got locked but if the catheter was taken it rotated and fell off. Reportedly, the patient reattached it and went to doctor's office, it was disconnected again. The location of the infusion was upper left abdomen and the pump was in pajama pocket. The infusion was used approximately for 1 day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. No further information available.